Event description:
The cardiologist attempted arteriotomy closure with a techstar xl pvs device. Marking was good at a shallow angle, but decreased as the angle of insertion approached 45 degrees. Needles were deployed at the shallow angle. The knot was tied and advanced to the sheath. When the cardiologist attempted to pull the device back in order to further advance the knot, the device could not be pulled back. The sheath was cut and the device removed. The opposite groin was accessed with a snare to retrieve the j-tip from the left groin. Arteriotomy closure in the left groin was then successfully completed with the knots from the first device. The right groin arteriotomy was successfully closed with a prostar xl 8 fr pvs device. Both devices functioned as intended and the pt did fine following the bilateral closures.